Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl and 400 mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer treated high blood glucose with manual injection. Products will be returned for analysis.